Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: rollators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right front caster was received detached from the rollator. The threading on the inside of the rollator tubing was damaged and the caster could not be inserted back into its original position. Functional observations- the rollator was not stable due to the detached caster and could easily tip over if positioned incorrectly. Conclusions-utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the detached front right caster. Complaint of front wheel fell off was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: rollators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right front caster was received detached from the rollator. The threading on the inside of the rollator tubing was damaged and the caster could not be inserted back into its original position. Functional observations- the rollator was not stable due to the detached caster and could easily tip over if positioned incorrectly. Conclusions-utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the detached front right caster. Dealer states one of the front wheels fell off while a patient was using it. Dealer states the screw threads in the frame are stripped off so they cannot attach the wheel again. She states the customer fell and fractured his arm because of the incident.

Event description:
Dealer states one of the front wheels fell off while a patient was using it. Dealer states the screw threads in the frame are stripped off so they cannot attach the wheel again. She states the customer fell and fractured his arm because of the incident.